Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level over 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and hospital stay. The customer declined troubleshooting for high blood glucose. The customer also reported other events such as vomiting, dry mouth, polyuria and difficulty in breathing. The customer also reported significant events leading to hospitalizations such as repeated low battery alerts. Troubleshooting was assisted. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.